Event description:
It was reported the stent was partially deployed. An eluvia EU, 6x120, 130 cm stent was being used in a procedure treating a 95% stenosed, severely calcified lesion in the superficial femoral artery (sfa). A contralateral inguinal puncture was performed using a passing-through approach. The lesion was crossed with a 0.014 wire and the eluvia stent was advanced with mild resistance. Once the stent was positioned, the thumbwheel was rotated and was able to partially deploy the stent until resistance was felt and could not be rotated any further. The physician was able to deploy the stent fully by cutting the shaft, inserting a .035 wire, and pulling the middle shaft manually with no deformation of the stent. The procedure was completed with no further problems or effects on the patient.

Manufacturer narrative:
E1:initial reporter city - (B)(6). Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the outer sheath, middle sheath, proximal inner, and inner liner are cut 2.3cm from the nosecone. The distal end of the cut proximal inner and inner liner is inside the middle sheath so it cannot be viewed. There are multiple kinks to the inner liner and outer sheath. Microscopic examination revealed no additional damages. The handle was disassembled, and the proximal inner is prolapsed. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that would have contributed to deployment issues.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the stent was partially deployed. An eluvia EU, 6x120, 130 cm stent was being used in a procedure treating a 95% stenosed, severely calcified lesion in the superficial femoral artery (sfa). A contralateral inguinal puncture was performed using a passing-through approach. The lesion was crossed with a 0.014 wire and the eluvia stent was advanced with mild resistance. Once the stent was positioned, the thumbwheel was rotated and was able to partially deploy the stent until resistance was felt and could not be rotated any further. The physician was able to deploy the stent fully by cutting the shaft, inserting a .035 wire, and pulling the middle shaft manually with no deformation of the stent. The procedure was completed with no further problems or effects on the patient.